Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient had 2 scs extensions (from the same lot) implanted as part of her scs system. It was reported the patient was unable to increase stimulation on her scs system. A company representative met with the patient and reprograming was unable to resolve the issue. In turn, the patient underwent surgical intervention wherein one of the patient's extensions was explanted and replaced. Reportedly, effective therapy was achieved following the procedure.